Event description:
The following was reported to hamilton medical ag: summary: tf 231008 o2 valve leak using hpo.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: rootcause: investigation ongoing.